Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device work order (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results and increased monitoring results confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of jan 2018 through dec 2019, was noted an outlier in jan 2018. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations, maintenance and validations of the equipment involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to (B)(4) manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture baker grade iii, infection (late onset) and exchange due to concern with product.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii, infection and exchange due to concern with product. The device has been explanted.